Event description:
Patient has intrauterine catheter near where a pump was located. The md initially planned to change the location of the pump. There were no signs or symptoms of infection before starting procedure besides some minor swelling, but nothing severe. The physician opened the pump pocket to discover 100+ ml of purulent drainage inside the pocket. The physician opted to remove the whole system to be sure no infection spreading to spine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).